Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the issue of image goes black with flexion was due to electrical/electronic component problem identified, the performance of an electrical or electronic component was found to be inadequate. The most probable cause of the complaint is cause traced to component failure, which is expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the bronchovideoscope image goes black with flexion. The issue occurred during preparation for use. There were no reports of patient harm.